Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure alarm during self test. The customer's blood glucose was 350 mg/dl at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The alarm recurred during self test. The self test was repeated with insulin pump and the insulin pump experienced a sudden restart. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.